Manufacturer narrative:
Therapy dates: this event was reported to have occurred in (B)(6) 2018. Lot number: the customer reported potentially associated lot number 17k3004. Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that four (4) prismaflex m150 sets disconnected during treatment with the same patient. After each disconnection, the set was replaced and the treatment was restarted using a new machine. The four circuits of blood were not returned to the patient. The treatment was discontinued, and the patient received a blood transfusion (amount not specified). No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted for potentially associated lot number 17k3004 and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.